Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that the filter tubing broke from below the filter itself.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One picture was taken by the customer that verifies the complaint. The tubing is separated from the filter outlet port. A quality notification was sent to the manufacturer. No root cause could be determined because the photo does not confirm if the separation happened due to lack of solvent or the filter breaking. A device history record review could not be performed because a lot number was not provided by the customer.